Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: duchess of kent children's hospital device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, spring arm's screw detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, the spring arm's screw detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the getinge service technician, the device has been repaired by the re-installation of the screw. It was established that when the event occurred, the surgical light did not meet its specification since a screw fell out of the spring arm, and it contributed to the reported situation. There is no information if at the time when the event occurred the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, however, luckily in none a serious injury or worse occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the loosening of the screw is very low. A root cause analysis was performed by subject matter experts at the manufacturing site. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continue to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance (maintenance manual for volista 01762en08, pages 215-216). The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of this screw acts as a mechanical locking and prevents the loosening and the fall of the screw. Since the problem occurred after more than 5 years after the device was manufactured, in this case we consider the root cause of the problem as a lack of inspection during the yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 02/17/2017. Corrected h4 device manufacture date: 02/23/2017.

Event description:
Manufacturer's reference number (B)(4).